Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured at the end of a patient infusion. The device had been infusing an antibiotic when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer submitted a photo of the device for evaluation. A follow-up report will be filed upon completion of the evaluation of the photo or if any additional details become available. This report represents all information known by the reporter at this time.